Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's current blood glucose reading was reported to be high. Nothing further was reported.

Manufacturer narrative:
Device received with a motor error alarm during rewind due to corroded motor home switch .no a33 alarm. Scratched lcd window, cracked battery tube threads and a cracked reservoir tube lip.